Event description:
The facility reports the patient had been bathed and was being removed from the tub. During removal and lowering to the floor, the patient and hoist tipped over. The resident suffered a broken toe and damage to the toe nail.